Manufacturer narrative:
Investigation results were made available. Note: upon investigation and receiving further information from source, bone condensation is an expected finding indicating osteointegration. There is no injury or intervention noted as a result of this finding as it is considered expected. Therefore, this complaint shall be set to not a complaint. Please delete this case: (B)(4) from your system.

Event description:
Note: upon investigation and receiving further information from source, bone condensation is an expected finding indicating osteointegration. There is no injury or intervention noted as a result of this finding as it is considered expected. Therefore, this complaint shall be set to not a complaint. Please delete this case from your system.

Manufacturer narrative:
Concomitant medical products: shell with cluster holes porous 50 mm o.d. Size hh for use with hh liners catalog no#: 00875705001 ; lot#: 61403546. Biolox delta ceramic taper liner, size hh / 32 i.d. For use with 50 mm o.d. Size hh shell catalog no#: 00877500932 ; lot#: 2523945. Femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 13.5 extended offset catalog no#: 00771101320 ; lot#: 61259323. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Product was implanted on the left and monitored due to unknown reasons. Patient had bilateral bone condensation seen on 7th year x-rays during the follow up of a clinical study.